Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a cracked filter, designator fl29.  It was also observed that, as a result of the cracked filter, there was no longer any defibrillation output during testing.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Physio-control evaluated the customer's device and observed that when a test shock of 200 joules was attempted, only 17.3 joules was delivered. Additionally, the shock delivered was monophasic.